Manufacturer narrative:
Correction information was provided in a.2., a.3.a., b.2., b.6., d.9., d.10. And h.6. Upon further review of the available information, patient was in for her one-week post operative visit and was still having blurry vision, she had trialed a contact lens and was seeing better at a distance, but not well near at all. She cannot read or drive. The iol was exchanged for the same lens model but two diopter more power indicating the correct lens power was not implanted initially. There was no reported defect or fault with the iol. Based on this information, event does not meet criteria for reporting as a serious injury under the applicable regulations. No further reports required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurry and trouble in driving. The lens was exchanged for another lens model 14 days following the initial procedure. Clinical reason for explant was mentioned as mechanical complication. Additional information was requested, but no further information is available.